Event description:
It was reported by a customer that on (B)(6) 2011, the fiber cap detached inside of the patient at 34,391 joules. Per the customer, the fiber cap was retrieved with a grasper. Additional information reported by the customer was there were no observations leading up to the event. There were no error codes displayed on the console when the event occurred. The event did not cause any issues with the patient. The user did not experience any injuries from use of the system.

Manufacturer narrative:
(B)(4).